Event description:
The customer contact reported that the ground prong on the ac power cord plug was bent. The device was returned to the central processing department with an unsigned noted that stated, "broken plug". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that the ground prong of the ac power cord plug was bent. There were no reports of any adverse pt events or delays in critical therapies while the device/pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field svc engineer on (B)(4) 2013. The power cord was rec'd on (B)(4) 2013. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.